Manufacturer narrative:
The reported complaint was verified through the events log by vyaire medical's failure analysis (fa) lab, but not duplicated. Uut (unit under test) was functioning normally. The fa lab replaced the main pcba, sounder, and turbine manifold assembly as a precautionary measure. Replaced material as required, reworked to current configuration, recalibrated, and retested per specifications and standards.

Manufacturer narrative:
Vyaire medical investigation file # (B)(4). 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient harm or injury. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the ltv ventilator presented a low pressure alarm. The patient went into cardiac arrest. CPR was initiated and return of spontaneous circulation was achieved. The patient was switched over to another ventilator. No injury or harm to the patient.